Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical lobectomy, the surgeon was able to press the green button and squeeze the handle, but the device was not able to fire. The surgeon used another device to resolve the issue. There was no patient injury.